Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware components needed to be replaced. Once it was replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the software is showing glitches throughout install. The registration has some fields intermittently showing and when taking logs, the software logged out automatically. There was no patient present when this issue was identified.